Event description:
Md ordered foley to be discontinued while pt in ICU. Catheter had been placed on admission in e.d. Nurse attempted to deflate balloon using syringe. Balloon would not deflate. No water returned. Gentle tugging revealed the balloon still inflated. Small amount of sterile mineral all instilled in attempt to release valve on balloon port with no success. Urologist consulted who attempted to deflate balloon without success. Percutaneous puncture of balloon under fluoroscopy performed by interventional radiologist.